Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The log files were retrieved, and the voltages and the connections were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system continued to perform fluoroscopy without command, and the emergency stop switch had to be used to stop the x-rays. No patient injury was reported.